Event description:
In early 2009, the home pt's (hp) nurse reported that the hp had been diagnosed with peritonitis. Per the nurse, the pt stated that his minicap was loose and had fallen off of the transfer set a few days before the diagnosis of peritonitis (exact date for the cap falling off was unk). The pt discarded the cap. The pt went to the emergency room on five days prior with abdominal pain and cloudy effluent but was not admitted to the hosp. The hp's peritoneal dialysis effluent was analyzed and results showed a leukocyte count of 1540 but no growth on the culture. The pt was prescribed ancef (2 grams/2 liters) and fortaz (2 grams/2 liters) intraperitoneal for 21 days starting the next day. Per the nurse, the pt has recovered from the peritonitis.